Event description:
It was reported that the intra-aortic balloon (iab) was inserted via the pt¿s left femoral artery. After insertion, the pump alarmed helium leak. The iab was removed from the pt and another iab was inserted. According to the report, the insertion was done by a very experienced md. There was no reported pt death or injury. Medical/surgical intervention was not required. The timeframe of the delay / interruption of the iabp therapy is unknown. There was no reported pt complications and the pt outcome is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.